Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID enveor-n-us lot 0008788349 use by date 2018-09-08. (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the delivery catheter system (dcs) tip removal post valve deployment, the valve dislodged. The valve was snared and pulled up to the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.